Manufacturer narrative:
(B)(4). The device has been returned to the MFR for eval. Analysis results are not available at the time of this report. A f/u report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that when the surgeon removed the instrument from the surgical site, one of the prongs was missing from the tip. The prong was retrieved from the surgical site without incidence. No pt complications were reported.